Manufacturer narrative:
This is one of three reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a 26mm sapien 3 ultra resilia transcatheter heart valve implant in aortic position by transfemoral approach as valve in valve procedure within a degenerated 23mm sapien 3 ultra valve that was implanted approximately 4 years ago and patient was presenting shortness of breath on exertion. During procedure, the commander delivery system balloon burst when the valve was fully deployed likely due calcification. The commander delivery system nose cone could not enter the esheath during withdrawal, and the esheath distal tip torn; there was tip detachment and a kink. A snare had to be used to assist with retrieval of the delivery system, and both the system and sheath were removed as a single unit. No patient injury occurred, and the patient was noted to be in stable condition post-procedure. The detached tip of the esheath was located in the patient but not removed. The plan is not to remove due to surgical risk. The valve degeneration was due to patient conditions.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Degeneration was confirmed based on available information to date. A review of the DHR, and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''it was a 26mm sapien 3 ultra resilia transcatheter heart valve implant in aortic position by transfemoral approach as valve in valve procedure within a degenerated 23mm sapien 3 ultra valve that was implanted approximately 4 years ago''. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had vast comorbidities (e.g. Hyperlipidemia, hypertension, etc.), which are known factors that may increase risk for early valve degeneration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.